Event description:
No improvement with this mesh. Still leaked urine and frequency and urgency to urinate became worse. Needed 2nd surgery to install new mesh on (B)(6) 2009. Paranoid about was these 2 meshes are doing to my body. Discomfort and pain. Same pt as mw5021999.